Manufacturer narrative:
Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed to discharge using these attached internal paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
An internal investigation has been concluded due to the defective internal handles. The device was put through extensive testing and no additional evidence was discovered. Analysis of reports of this type has not identified an increase in trend.